Manufacturer narrative:
It was reported that the tip of an olive wire (with drill tip) broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. The case was completed successfully with no additional patient outcomes. Additional information indicates the surgical team determined that the pin collet was not seating properly, which caused the olive wire to spin unevenly, repeatedly contacting the drill guide resulting in its breakage. The UDI referenced is for the sterile kit, sk23, the product is distributed within. The device history records for all possible lots were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The product is manufactured with implant grade material and no adverse events have previously been reported as a result of this failure to date. Based on the available information, the most likely cause of what was reported is that the olive wire broke due to impact with another device. The case was successfully completed with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of an olive wire (with drill tip) broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. The case was completed successfully with no additional patient outcomes.